Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown what type of infection the patient was diagnosed with and if it was related to pd therapy. The reason for the patient¿s pd catheter being removed is also unknown. There are several reasons a pd catheter could be removed including being the source of the infection, obstruction caused by omental wrapping, or the patient¿s medical status could not tolerate pd therapy. Without additional information a definitive cause cannot be confirmed. Furthermore, there is no allegation of a fresenius device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2023 ,a contact for this peritoneal dialysis (pd) patient reported the patient had an infection. Additionally, it was stated that the pd catheter (not a fresenius product) was removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction provided in b2. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 a contact for this peritoneal dialysis (pd) patient reported the patient had an infection. Additionally, it was stated that the pd catheter (not a fresenius product) was removed. Attempts to obtain additional information were unsuccessful.